Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their sensor. The customer's blood glucose level at the time was 67mg/dl. The customer had concerns over their sensor readings and blood glucose readings. The customer states having to turn off her sensor because the device would alert them that they were low, when they actually were not. Troubleshooting was conducted, and the sensor was bent. The customer is being sent out a replacement sensor, and is returning the damaged sensor.